Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient fell a few months ago and her tibial tray collapsed and loosened on medial side. She had metallosis everywhere, as well as slight poly wear of the insert.